Manufacturer narrative:
Di not available as product was manufactured on or before sep 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient experienced an implant pocket stimulation and presented in clinic for a check up. Upon examination, it was discovered that the atrial lead exhibited a trend of low lead impedance. The trend revealed some impedance measured below the acceptable range causing a polarity switch on the pulse generator. The atrial lead was then reprogrammed back to bipolar pacing configuration. Sensing and capture were evaluated and were within normal limits. The patient returned home in stable condition.